Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was a black rubber-like material. The root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced tight air/water channel. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The air water channel did not meet the specification. In addition to the finds reported, up down knob was leaking. The plastic distal end cover was scratched. Bending section cover adhesive was separated. The bending tube was shortened. The bending tube was crumpled. The protector was shaved. The universal cord had a wrinkle. The plug unit was shaved. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
Updated fields: b3, b5, h10. This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing. The intended procedure was completed using the subject device. When asked about the reprocessing process, the customer states they are well looked after and is regularly followed up by a number of product specialist in relation to use and handling of their operations. They also received adequate follow-up via engineers¿ operational assurance agreement to uncover other potential errors. The expertise is good at the facility in conjunction with help from olympus.